Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09389 and 2134265-2017-09390. It was reported that balloon rupture occurred. The target lesion was located in the calcified mid left circumflex (lcx) artery. Two 2.50mm x 15mm nc emerge® balloon catheters were selected to dilate the lesion. However, on both occasion during the first inflation at 16 atmospheres, backflow of blood on the inflation device was noted suspecting a balloon rupture. The devices were completely removed and was replaced with a 3.00mm x 8mm nc emerge® balloon catheter. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with the deployment of a stent. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole 1.5mm from the proximal markerband. The tip is damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09389 and 2134265-2017-09390. It was reported that balloon rupture occurred. The target lesion was located in the calcified mid left circumflex (lcx) artery. Two 2.50mm x 15mm nc emerge® balloon catheters were selected to dilate the lesion. However, on both occasion during the first inflation at 16 atmospheres, backflow of blood on the inflation device was noted suspecting a balloon rupture. The devices were completely removed and was replaced with a 3.00mm x 8mm nc emerge® balloon catheter. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with the deployment of a stent. No patient complications were reported and the patient was fine.